Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. There were no motor error alarms on the insulin pump. The device was unable to prime during priming test due to faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube.

Event description:
Customer's husband reported via phone call motor error alarm. Troubleshooting for motor error alarm was performed. Customer received a motor error alarm during an infusion set change and rewind process. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.